Event description:
It was reported that the clinic suspected a fracture of this electrode, and a request was made to have device data analyzed. Technical services (ts) reviewed available data, noting since 12-jun-2025 five episodes of atrial fibrillation (af) have been recorded. These episodes which were classified as af all show concerning artifacts supporting the fractured electrode hypothesis. As such, electrode replacement was recommended. The physician decided to deactivate therapy and will replace the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system this week. No other adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a bend in the electrode body in the regions approximately 55 and 320 millimeters (mm) from the terminal end. Visual examination also noted the shocking coil was deformed, pulled away, and misaligned at approximately 50 mm from the tip. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the distal electrode cable was fractured at approximately 70 mm from the terminal end. Additionally, one of the df cables was fractured at approximately 72 mm from the terminal end. Analysis has determined in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the clinic suspected a fracture of this electrode, and a request was made to have device data analyzed. Technical services (ts) reviewed available data, noting since (B)(6) 2025, five episodes of atrial fibrillation (af) have been recorded. These episodes which were classified as af all show concerning artifacts supporting the fractured electrode hypothesis. As such, electrode replacement was recommended. The physician decided to deactivate therapy and will replace the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system this week. No other adverse patient effects were reported. Additional information received indicates this electrode was explanted and replaced without incident. The physician elected to replace the patient's s-ICD during the same procedure. Besides intervention, no other adverse patient effects were reported. At this time, the explanted products are being kept at the hospital pharmacy. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a bend in the electrode body in the regions approximately 55 and 320 millimeters (mm) from the terminal end. Visual examination also noted the shocking coil was deformed, pulled away, and misaligned at approximately 50 mm from the tip. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the distal electrode cable was fractured at approximately 70 mm from the terminal end. Additionally, one of the df cables was fractured at approximately 72 mm from the terminal end. Analysis has determined in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the clinic suspected a fracture of this electrode, and a request was made to have device data analyzed. Technical services (ts) reviewed available data, noting since (B)(6) 2025 five episodes of atrial fibrillation (af) have been recorded. These episodes which were classified as af all show concerning artifacts supporting the fractured electrode hypothesis. As such, electrode replacement was recommended. The physician decided to deactivate therapy and will replace the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system this week. No other adverse patient effects were reported. Additional information received indicates this electrode was explanted and replaced without incident. The physician elected to replace the patient's s-ICD during the same procedure. Besides intervention, no other adverse patient effects were reported. At this time, the explanted products are being kept at the hospital pharmacy.

Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued. Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.